Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2004, whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, mesh failure, mesh removal, infection. Additional event specific information was not provided.

Manufacturer narrative:
Added result code for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Previous patient codes (1930, 3191: no code available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2017, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Records from (B)(6) 2004 through (B)(6) 2007; from (B)(6) 2009 through (B)(6) 2017 were not provided. Patient information: medical history: stroke. Diabetes mellitus. Obesity ¿ bmi 38. Prior surgical procedures: partial abdominal hysterectomy. Cholecystectomy. Implant preoperative complaints: (B)(6) 2004: [the patient has] ¿a history of partial abdominal hysterectomy and then recurrence with this large ventral hernia for the last five or six months. She recently had a CT that showed omental fat in the large hernial defect. We decided to take in for surgery.¿ implant procedure: open ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial (02204195/1dlmc07) 20 cm x 30 cm. Implant date: (B)(6) 2004. Description of hernia being treated: ¿a midline incision was made with the #10 blade and carried down through the fat down to the fascial defect. Immediately, the hernial sac was identified and dissected out and we entered the hernial sac and then freed the omentum from the underside of the fascia down. This was done with blunt and sharp dissection, as well as with electrocautery device and using suture ligature to tie off edges of the omentum. The hernial sac was dissected. The majority of the hernial sac was taken off the field for pathologic examination.¿ implant size and fixation: ¿we then placed a 20 x 30 cm dual mesh over the abdomen and sewed it in place with #0 tycron [sic] suture in a running fashion x 4 and brought the edges together without tension. The fascial defect was closed again as stated without tension with this mesh repair. The area was irrigated copiously and the scarpa's fascial layer was attempted to be closed with #1 vicryl suture popoffs and then the skin edges were reapproximated using skin staples.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2007: laparoscopic cholecystectomy. ­ ¿since the patient had a previous midline ventral hernia repair with mesh a spot was chosen in the right upper quadrant for entry into the abdomen.¿ ¿extensive adhesions were noted to the midline from the patient's previous ventral hernia repair.¿ (B)(6) 2008: CT abdomen: ¿the patient has had anterior abdominal wall surgery with some mesh seen along the anterior abdominal wall. Just superior to the mesh, there is some laxity in the anterior abdominal wall musculature and some bowel seems to be protruding upward, but a definite hernia is not seen. The mesh appears to be intact.¿ (B)(6) 2008: open repair of recurrent incisional hernia with mesh ­ ¿a midline supraumbilical incision was performed with a 10 blade scalpel extending from the umbilicus superiorly about 20cm in length. Dissection was carried down through a fairly thick subcutaneous fat identifying the hernia sac, which was separated down off of the surrounding subcutaneous tissues. This was dissected down circumferentially to the fascial margins. About 2cm of subcutaneous tissue was separated off the fascia circumferentially. The mesh inferiorly was noted and appeared to be intact. Dissection proceeded at the edge of the fascial margin entering the preperitoneal plane circumferentially as the hernia defect was imbricated back into the abdominal cavity. An 11 x 14cm bard composite mesh was then brought onto the field, soaked in antibiotic solution and placed within this preperitoneal space. It was secured circumferentially with an interrupted 0 prolene stitch. The wound was then closed in a layered fashion. There was no chance of reapproximating the fascia.¿ ­ records indicate a non-gore device was implanted during the procedure on (B)(6) 2008. (B)(6) 2009: ¿I saw [the patient] for recurrent incisional hernia. She had this repaired over a month ago. She had done quite well however she did develop a seroma around the incision. This has required several aspirations in the office. It appears to be settling down and I plan to see her back in a couple of weeks for a final post-op check.¿ explant preoperative complaints: (B)(6) 2017: ¿in (B)(6) 2016 she noted some skin changes to the umbilical area. Then the skin flaked and then started draining. Initially the drainage was clear, then yellowish. Two weeks ago, with a fever of 102, she went to an urgent care b/c [because] of infection. It was cultured and started her on po antibiotics. No gi symptoms.¿ ¿hernia: non palpable; draining granulating wound below the umbilicus (my prior surgery was above the umbilicus).¿ (B)(6) 2017: CT abdomen: ¿abnormal edema identified extending from the anterior abdominal wall and mesh to the skin at the umbilicus consistent with a draining tract from the mesh. No bowel loops are noted in this area to suggest gi tract involvement.¿ explant procedure: ¿wound exploration with the removal of infected mesh and primary hernia repair.¿ explant date: (B)(6) 2017. ¿a midline abdominal incision was performed near the umbilicus and inferiorly through the previous scar, and dissection was carried down through the subcutaneous tissues following a granulating sinus tract. This was carefully followed down lower and went straight through the fascia, exposing infected mesh. There was a significant amount of white purulent material. Specimen was obtained for gram stain, culture, sensitivities. This was all washed out with antibiotic irrigation. The fascia was then opened superiorly and inferiorly and appeared to be old cortex [sic] mesh. The mesh was free-floating, at least parts. It was separated off the fascia inferiorly bluntly, held in by multiple prolene sutures that were removed along with the specimen. It appeared like both meshes were sewn in. There were 2 separate pieces that were sewn in and then the mesh sewn together in the midline. Once the mesh was completely out, the wound was profusely irrigated with antibiotic saline, and all granulation tissue was cauterized. The fascia appeared to be thickened and very firm, and this was all closed with a running #1 pds suture.¿ relevant medical information: (B)(6) 2017: ¿1 week postop removal of an infected mesh prosthesis. No complaints. Did go to the ER on advice from the clash [unknown acronym], for a temp of 100.3. Workup diagnosed uti [urinary tract infection] and placed her on po ceflin on top of the keflex she was already on.¿ ¿incisions well healed w/o hernia or infection; jp drain removed.¿(B)(6) 2017: wound culture from (B)(6) 2017 procedure: ¿organisms #1 coag neg staphylococcus. Quantitation (reportable) light.¿ ¿organisms #2 streptococcus viridans. Quantitation (reportable) light.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: CT records dated (B)(6) 2008 state: ¿the patient has had anterior abdominal wall surgery with some mesh seen along the anterior abdominal wall. Just superior to the mesh, there is some laxity in the anterior abdominal wall musculature and some bowel seems to be protruding upward, but a definite hernia is not seen. The mesh appears to be intact.¿ records dated 12/8/2008 state: ¿I saw [the patient] now about 5 days post-op after incisional hernia repair. She appears to be doing quite well. Incision is healing nicely. Her jp drain was removed today.¿ records dated (B)(6) 2009 state: ¿I saw [the patient] for recurrent incisional hernia. She had this repaired over a month ago. She had done quite well however she did develop a seroma around the incision. This has required several aspirations in the office. It appears to be settling down and I plan to see her back in a couple of weeks for a final post-op check.¿ pertinent records between (B)(6) 2009 and (B)(6) 2017 were not provided. Records dated (B)(6) 2017 state the patient was seen for a chief complaint of enterocutaneous fistula. ¿57 yo wf had a recurrent hernia repair in 2008. (Had postop seroma problems) in (B)(6) 2016 she noted some skin changes to the umbilical area. Then the skin flaked and then started draining. Initially the drainage was clear, then yellowish. Two weeks ago, with a fever of 102, she went to an urgent care b/c of infection. It was cultured and started her on po antibiotics. No gi symptoms.¿ abdominal exam notes state: ¿bowel sounds: normal. Inspection and palpation: no tenderness, guarding, masses, rebound tenderness, or cva tenderness and soft and non-distended.¿ ¿hernia: non palpable; draining granulating wound below the umbilicus. (My prior surgery was above the umbilicus).¿ ¿discussion notes: hopefully just a stitch abscess. Will check a CT scan in hopes of ruling out an infected mesh or an enterocutaneous fistula.¿ CT records dated (B)(6) 2017 state: ¿there appears to be postoperative changes and mesh in the anterior midline of the abdomen. There is a small air bubble identified adjacent to the anterior mesh near the umbilicus with what appears to be thickening extending to the skin where a marker is identified suggesting a track from the mesh to the anterior skin. No underlying bowel loops are identified at this area. Bladder appears unremarkable. Patient appears status post hysterectomy.¿ ¿impression: abnormal edema identified extending from the anterior abdominal wall and mesh to the skin at the umbilicus consistent with a draining tract from the mesh. No bowel loops are noted in this area to suggest gi tract involvement.¿ ¿-discussed the CT report and will need mesh removal.¿ pathology records pertaining to the specimen obtained during the 5/19/2017 procedure were not provided. A culture report dated (B)(6) 2017 regarding abdominal specimens collected 5/19/2017 states: ¿gram stain: rare wbcs seen. No organisms seen.¿ ¿no anaerobes cultured.¿ a ¿deep wound culture¿ states: ¿organisms #1 coag neg staphylococcus. Quantitation (reportable) light.¿ ¿organisms #2 streptococcus viridans. Quantitation (reportable) light.¿ records dated (B)(6) 2017 state the patient was seen for wound exploration. ¿57yo wf 1 week postop removal of an infected mesh prosthesis. No complaints. ¿ did go to the ER on advice from the clash, for a temp of 100.3. ¿ workup diagnosed uti and placed her on po ceflin on top of the keflex she was already on.¿ ¿incisions well healed w/o hernia or infection; jp drain removed.¿ records dated (B)(6) 2017 state: ¿57yo wf 2 week postop removal of an infected mesh prosthesis. No complaints.¿ records dated (B)(6) 2017 state: ¿57yo wf 6 week postop removal of an infected mesh prosthesis. No complaints. Wound healed.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes . H6: updated device code . H6: updated conclusion codes . Previous patient codes (1930, 3191: no code available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2004 through (B)(6) 2017, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. Records from (B)(6) 2004 through (B)(6) 2007; from (B)(6) 2009 through (B)(6) 2017 were not provided. Patient information: medical history: stroke. Diabetes mellitus. Obesity bmi 38. Prior surgical procedures: partial abdominal hysterectomy. Cholecystectomy. Implant preoperative complaints: (B)(6) 2004: [the patient has] ¿a history of partial abdominal hysterectomy and then recurrence with this large ventral hernia for the last five or six months. She recently had a CT that showed omental fat in the large hernial defect. We decided to take in for surgery.¿ implant procedure: open ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial (02204195/1dlmc07) 20 cm x 30 cm. Implant date: (B)(6) 2004. Description of hernia being treated: ¿a midline incision was made with the #10 blade and carried down through the fat down to the fascial defect. Immediately, the hernial sac was identified and dissected out and we entered the hernial sac and then freed the omentum from the underside of the fascia down. This was done with blunt and sharp dissection, as well as with electrocautery device and using suture ligature to tie off edges of the omentum. The hernial sac was dissected. The majority of the hernial sac was taken off the field for pathologic examination.¿ implant size and fixation: ¿we then placed a 20 x 30 cm dual mesh over the abdomen and sewed it in place with #0 tycron [sic] suture in a running fashion x 4 and brought the edges together without tension. The fascial defect was closed again as stated without tension with this mesh repair. The area was irrigated copiously and the scarpa's fascial layer was attempted to be closed with #1 vicryl suture pop offs and then the skin edges were reapproximated using skin staples. ¿ no post-operative records were provided. Relevant medical information: (B)(6) 2007: laparoscopic cholecystectomy. ­ ¿since the patient had a previous midline ventral hernia repair with mesh a spot was chosen in the right upper quadrant for entry into the abdomen.¿ ¿extensive adhesions were noted to the midline from the patient's previous ventral hernia repair.¿ (B)(6) 2008: CT abdomen: ¿the patient has had anterior abdominal wall surgery with some mesh seen along the anterior abdominal wall. Just superior to the mesh, there is some laxity in the anterior abdominal wall musculature and some bowel seems to be protruding upward, but a definite hernia is not seen. The mesh appears to be intact.¿ (B)(6) 2008: open repair of recurrent incisional hernia with mesh ­ ¿a midline supraumbilical incision was performed with a 10 blade scalpel extending from the umbilicus superiorly about 20cm in length. Dissection was carried down through a fairly thick subcutaneous fat identifying the hernia sac, which was separated down off of the surrounding subcutaneous tissues. This was dissected down circumferentially to the fascial margins. About 2cm of subcutaneous tissue was separated off the fascia circumferentially. The mesh inferiorly was noted and appeared to be intact. Dissection proceeded at the edge of the fascial margin entering the preperitoneal plane circumferentially as the hernia defect was imbricated back into the abdominal cavity. An 11 x 14cm bard composix mesh was then brought onto the field, soaked in antibiotic solution and placed within this preperitoneal space. It was secured circumferentially with an interrupted 0 prolene stitch. The wound was then closed in a layered fashion. There was no chance of reapproximating the fascia.¿ ­ records indicate a non-gore device was implanted during the procedure on (B)(6) 2008. (B)(6) 2009: ¿I saw [the patient] for recurrent incisional hernia. She had this repaired over a month ago. She had done quite well however she did develop a seroma around the incision. This has required several aspirations in the office. It appears to be settling down and I plan to see her back in a couple of weeks for a final post-op check.¿ explant preoperative complaints: (B)(6) 2017: ¿in (B)(6) 2016 she noted some skin changes to the umbilical area. Then the skin flaked and then started draining. Initially the drainage was clear, then yellowish. Two weeks ago, with a fever of 102, she went to an urgent care b/c [because] of infection. It was cultured and started her on po antibiotics. No gi symptoms.¿ ¿hernia: non palpable; draining granulating wound below the umbilicus (my prior surgery was above the umbilicus).¿ (B)(6) 2017: CT abdomen: ¿abnormal edema identified extending from the anterior abdominal wall and mesh to the skin at the umbilicus consistent with a draining tract from the mesh. No bowel loops are noted in this area to suggest gi tract involvement.¿ explant procedure: ¿wound exploration with the removal of infected mesh and primary hernia repair.¿ explant date: (B)(6) 2017. ¿a midline abdominal incision was performed near the umbilicus and inferiorly through the previous scar, and dissection was carried down through the subcutaneous tissues following a granulating sinus tract. This was carefully followed down lower and went straight through the fascia, exposing infected mesh . There was a significant amount of white purulent material. Specimen was obtained for gram stain, culture, sensitivities. This was all washed out with antibiotic irrigation. The fascia was then opened superiorly and inferiorly and appeared to be old cortex [sic] mesh . The mesh was free-floating, at least parts. It was separated off the fascia inferiorly bluntly, held in by multiple prolene sutures that were removed along with the specimen. It appeared like both meshes were sewn in. There were 2 separate pieces that were sewn in and then the mesh sewn together in the midline. Once the mesh was completely out, the wound was profusely irrigated with antibiotic saline, and all granulation tissue was cauterized. The fascia appeared to be thickened and very firm, and this was all closed with a running #1 pds suture.¿ relevant medical information: (B)(6) 2017: ¿1 week postop removal of an infected mesh prosthesis. No complaints. ¿did go to the ER on advice from the clash [unknown acronym], for a temp of 100.3. Workup diagnosed uti [urinary tract infection] and placed her on po ceflin on top of the keflex she was already on.¿ ¿incisions well healed w/o hernia or infection; jp drain removed.¿ (B)(6) 2017: wound culture from (B)(6) 2017 procedure: ¿organisms #1 coag neg staphylococcus. Quantitation (reportable) light.¿ ¿organisms #2 streptococcus viridans. Quantitation (reportable) light.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. Previous patient codes (1930, 3191: no code available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span august 19, 2004 through july 5, 2017, and not all records received in this time span are relevant to gore® dualmesh® biomaterial. ¿ records from august 20, 2004 through june 17, 2007; from january 8, 2009 through may 3, 2017 were not provided. Patient information: medical history: ¿ stroke; ¿ diabetes mellitus; ¿ obesity ¿ bmi 38. Prior surgical procedures: ¿ partial abdominal hysterectomy; ¿ cholecystectomy. Implant preoperative complaints: ¿ (B)(6) 2004: [the patient has] ¿a history of partial abdominal hysterectomy and then recurrence with this large ventral hernia for the last five or six months. She recently had a CT that showed omental fat in the large hernial defect. We decided to take in for surgery.¿. Implant procedure: open ventral hernia repair with mesh. Implant: gore® dualmesh® biomaterial (02204195/1dlmc07) 20 cm x 30 cm. Implant date: (B)(6) 2004 ¿ description of hernia being treated: ¿a midline incision was made with the #10 blade and carried down through the fat down to the fascial defect. Immediately, the hernial sac was identified and dissected out and we entered the hernial sac and then freed the omentum from the underside of the fascia down. This was done with blunt and sharp dissection, as well as with electrocautery device and using suture ligature to tie off edges of the omentum. The hernial sac was dissected. The majority of the hernial sac was taken off the field for pathologic examination.¿. ¿ implant size and fixation: ¿we then placed a 20 x 30 cm dual mesh over the abdomen and sewed it in place with #0 tycron [sic] suture in a running fashion x 4 and brought the edges together without tension. The fascial defect was closed again as stated without tension with this mesh repair. The area was irrigated copiously and the scarpa's fascial layer was attempted to be closed with #1 vicryl suture popoffs and then the skin edges were reapproximated using skin staples. ¿. ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2007: laparoscopic cholecystectomy. ­ ¿since the patient had had a previous midline ventral hernia repair with mesh a spot was chosen in the right upper quadrant for entry into the abdomen.¿ ¿extensive adhesions were noted to the midline from the patient's previous ventral hernia repair.¿. ¿ (B)(6) 2008: CT abdomen: ¿the patient has had anterior abdominal wall surgery with some mesh seen along the anterior abdominal wall. Just superior to the mesh, there is some laxity in the anterior abdominal wall musculature and some bowel seems to be protruding upward, but a definite hernia is not seen. The mesh appears to be intact.¿. ¿ (B)(6) 2008: open repair of recurrent incisional hernia with mesh ­ ¿a midline supraumbilical incision was performed with a 10 blade scalpel extending from the umbilicus superiorly about 20cm in length. Dissection was carried down through a fairly thick subcutaneous fat identifying the hernia sac, which was separated down off of the surrounding subcutaneous tissues. This was dissected down circumferentially to the fascial margins. About 2cm of subcutaneous tissue was separated off the fascia circumferentially. The mesh inferiorly was noted and appeared to be intact. Dissection proceeded at the edge of the fascial margin entering the preperitoneal plane circumferentially as the hernia defect was imbricated back into the abdominal cavity. An 11 x 14cm bard composix mesh was then brought onto the field, soaked in antibiotic solution and placed within this preperitoneal space. It was secured circumferentially with an interrupted 0 prolene stitch. The wound was then closed in a layered fashion. There was no chance of reapproximating the fascia.¿. ­ records indicate a non-gore device was implanted during the procedure on (B)(6) 2008. ¿ (B)(6) 2009: ¿I saw [the patient] for recurrent incisional hernia. She had this repaired over a month ago. She had done quite well however she did develop a seroma around the incision. This has required several aspirations in the office. It appears to be settling down and I plan to see her back in a couple of weeks for a final post-op check.¿. Explant preoperative complaints: ¿ (B)(6) 2017: ¿in (B)(6) 2016 she noted some skin changes to the umbilical area. Then the skin flaked and then started draining. Initially the drainage was clear, then yellowish. Two weeks ago, with a fever of 102, she went to an urgent care b/c [because] of infection. It was cultured and started her on po antibiotics. No gi symptoms.¿ ¿hernia: non palpable; draining granulating wound below the umbilicus (my prior surgery was above the umbilicus).¿. ¿ (B)(6) 2017: CT abdomen: ¿abnormal edema identified extending from the anterior abdominal wall and mesh to the skin at the umbilicus consistent with a draining tract from the mesh. No bowel loops are noted in this area to suggest gi tract involvement.¿ . Explant procedure: ¿wound exploration with the removal of infected mesh and primary hernia repair.¿ explant date: may 19, 2017 ¿ ¿a midline abdominal incision was performed near the umbilicus and inferiorly through the previous scar, and dissection was carried down through the subcutaneous tissues following a granulating sinus tract. This was carefully followed down lower and went straight through the fascia, exposing infected mesh . There was a significant amount of white purulent material. Specimen was obtained for gram stain, culture, sensitivities. This was all washed out with antibiotic irrigation. The fascia was then opened superiorly and inferiorly and appeared to be old cortex [sic] mesh . The mesh was free-floating, at least parts. It was separated off the fascia inferiorly bluntly, held in by multiple prolene sutures that were removed along with the specimen. It appeared like both meshes were sewn in. There were 2 separate pieces that were sewn in and then the mesh sewn together in the midline. Once the mesh was completely out, the wound was profusely irrigated with antibiotic saline, and all granulation tissue was cauterized. The fascia appeared to be thickened and very firm, and this was all closed with a running #1 pds suture.¿ relevant medical information: ¿ 5/24/17: ¿1 week postop removal of an infected mesh prosthesis. No complaints. ¿did go to the ER on advice from the clash [unknown acronym], for a temp of 100.3. ¿workup diagnosed uti [urinary tract infection] and placed her on po ceflin on top of the keflex she was already on.¿ ¿incisions well healed w/o hernia or infection; jp drain removed.¿ ¿ 5/26/17: wound culture from 5/19/17 procedure: ¿organisms #1 coag neg staphylococcus. Quantitation (reportable) light.¿ ¿organisms #2 streptococcus viridans. Quantitation (reportable) light.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® biomaterial instructions for use also warns: ¿if unintentional exposure occurs, treat to avoid contamination, or material removal may be necessary." Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: CT records dated (B)(6)2008 state: ¿the patient has had anterior abdominal wall surgery with some mesh seen along the anterior abdominal wall. Just superior to the mesh, there is some laxity in the anterior abdominal wall musculature and some bowel seems to be protruding upward, but a definite hernia is not seen. The mesh appears to be intact.¿ records dated (B)(6)2008 state: ¿I saw [the patient] now about 5 days post-op after incisional hernia repair. She appears to be doing quite well. Incision is healing nicely. Her jp drain was removed today.¿ records dated(B)(6)2009 state: ¿I saw [the patient] for recurrent incisional hernia. She had this repaired over a month ago. She had done quite well however she did develop a seroma around the incision. This has required several aspirations in the office. It appears to be settling down and I plan to see her back in a couple of weeks for a final post-op check.¿ pertinent records between (B)(6)2009 and (B)(6)2017 were not provided. Records dated(B)(6)2017 state the patient was seen for a chief complaint of enterocutaneous fistula. ¿57 yo wf had a recurrent hernia repair in 2008. (Had postop seroma problems) in (B)(6)2016 she noted some skin changes to the umbilical area. Then the skin flaked and then started draining. Initially the drainage was clear, then yellowish. Two weeks ago, with a fever of 102, she went to an urgent care b/c of infection. It was cultured and started her on po antibiotics. No gi symptoms.¿ abdominal exam notes state: ¿bowel sounds: normal. Inspection and palpation: no tenderness, guarding, masses, rebound tenderness, or cva tenderness and soft and non-distended.¿ ¿hernia: non palpable; draining granulating wound below the umbilicus. (My prior surgery was above the umbilicus).¿ ¿discussion notes: hopefully just a stitch abscess. Will check a CT scan in hopes of ruling out an infected mesh or an enterocutaneous fistula.¿ CT records dated(B)(6)2017 state: ¿there appears to be postoperative changes and mesh in the anterior midline of the abdomen. There is a small air bubble identified adjacent to the anterior mesh near the umbilicus with what appears to be thickening extending to the skin where a marker is identified suggesting a track from the mesh to the anterior skin. No underlying bowel loops are identified at this area. Bladder appears unremarkable. Patient appears status post hysterectomy.¿ ¿impression: abnormal edema identified extending from the anterior abdominal wall and mesh to the skin at the umbilicus consistent with a draining tract from the mesh. No bowel loops are noted in this area to suggest gi tract involvement.¿ ¿-discussed the CT report and will need mesh removal.¿ pathology records pertaining to the specimen obtained during the (B)(6)2017 procedure were not provided. A culture report dated (B)(6)2017 regarding abdominal specimens collected (B)(6)2017 states: ¿gram stain: rare wbcs seen. No organisms seen.¿ ¿no anaerobes cultured.¿ a ¿deep wound culture¿ states: ¿organisms #1 coag neg staphylococcus. Quantitation (reportable) light.¿ ¿organisms #2 streptococcus viridans. Quantitation (reportable) light.¿ records dated (B)(6)2017 state the patient was seen for wound exploration. ¿57yo wf 1 week postop removal of an infected mesh prosthesis. No complaints. ¿ did go to the ER on advice from the clash, for a temp of 100.3. ¿ workup diagnosed uti and placed her on po ceflin on top of the keflex she was already on.¿ ¿incisions well healed w/o hernia or infection; jp drain removed.¿ records dated (B)(6)2017 state: ¿57yo wf 2 week postop removal of an infected mesh prosthesis. No complaints.¿ records dated (B)(6)2017 state: ¿57yo wf 6 week postop removal of an infected mesh prosthesis. No complaints. Wound healed.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. The gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Please note the initial medwatch indicates an incorrect date gore aware of (B)(6)2018. The date gore aware of information for the initial report is (B)(6)2018. B7: added medical history. H6: corrected results code. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2004, including records for the ¿partial abdominal hysterectomy and then recurrence with this large ventral hernia¿ noted in the (B)(6)2004 records, were not provided. Operative records dated (B)(6)2004 state the patient underwent repair of a large ventral hernia and lysis of adhesions. ¿the patient is a 43 year old white female with a history of partial abdominal hysterectomy and then recurrence with this large ventral hernia for the last five or six months. She recently had a CT that showed omental fat in the large hernial defect. We decided to take in for surgery.¿ the (B)(6)2004 operative report states: ¿a midline incision was made with the #10 blade and carried down through the fat down to the fascial defect. Immediately, the hernial sac was identified and dissected out and we entered the hernial sac and then freed the omentum from the underside of the fascia down. This was done with blunt and sharp dissection, as well as with electrocautery device and using suture ligature to tie off edges of the omentum. The hernial sac was dissected. The majority of the hernial sac was taken off the field for pathologic examination. The abdominal contents were examined in depth. There was some question of whether she had appendicitis on the CT scan even though she had no clinical findings other than just diffuse abdominal pain. The appendix was unable to be visualized, as it was stuck in the retrocecal position and there were multiple adhesions throughout. Some lysis of adhesions were done, although the appendix was left in its place.¿ the (B)(6)2004 operative report continues: ¿there was no purulent discharge and no free fluid in the abdomen upon entering and we did not feel that this warranted further exploration. We set out to clean off the fascial edges. We removed the hernial sac and dissected back on the fascial edges. We were able to bring the fascia fairly close together. We then placed a 20 x 30 cm dual mesh over the abdomen and sewed it in place with #0 tycron suture in a running fashion x 4 and brought the edges together without tension. The fascial defect was closed again as stated without tension with this mesh repair. The area was irrigated copiously and the scarpa's fascial layer was attempted to be closed with #1 vicryl suture popoffs and then the skin edges were reapproximated using skin staples.¿ the records confirm a gore dualmesh® biomaterial (1dlmc07/02204195) was implanted during the procedure. Pathology report dated (B)(6)2004 regarding a specimen collected (B)(6)2004 states: ¿specimen: hernia sac ventral. Gross description: received in formalin labeled hernia sac is an irregular aggregate of congested membranous and fatty tissue which measures 7.0 x 6.0 x 3.5 cm. There is no discreet mass-like lesion identified.¿ ¿final diagnosis gross & microscopic: congested dense fibroconnective and adipose tissues, clinically from ventral hernia sac.¿ records between 2004 and 2007 were not provided. Operative records dated (B)(6)2007 state the patient underwent a laparoscopic cholecystectomy with intraoperative cholangiogram for a diagnosis of biliary dyskinesia. ¿the patient is a 47-year-old female with a history of epigastric and right upper quadrant pain associated with nausea and diarrhea. A right upper quadrant ultrasound was normal and a hida scan demonstrated decreased ejection fraction of less than 5%. Injection of kinevac reproduced the patient's symptoms.¿ ¿summary of findings: 1. Extensive adhesions at the midline. 2. Normal intraoperative cholangiogram.¿ the (B)(6)2007 operative notes state: ¿since the patient had had a previous midline ventral hernia repair with mesh a spot was chosen in the right upper quadrant for entry into the abdomen. The area was infiltrated with the above mentioned local and an incision was made with a #15 blade. An optical trocar was then used to enter the abdomen under direct visualization with each layer of the abdominal wall noted as it was traversed. The abdomen was entered atraumatically and pneumoperitoneum was induced. Extensive adhesions were noted to the midline from the patient's previous ventral hernia repair . A 5mm port was placed in the epigastric area to the right of the midline and an additional port was placed lower in the right abdomen and also laterally. Prior to placement of each port, the skin, tract and port were infiltrated with the above mentioned local. The fundus and the infundibulum of the gallbladder were grasped. The cystic duct and artery were skeletonized.¿ the (B)(6)2007 records continue: ¿a clip was placed distally on the cystic duct and a nick was made with endoshears. An angiocatheter was used to introduce a taut cholangiogram catheter into the abdomen and this was clipped into place on the cystic duct. An intraoperative cholangiogram was performed, which was normal. The catheters were removed and two clips were placed proximally on the cystic duct, which was transected. The cystic artery was further dissected and found to be somewhat small and short with the right hepatic artery coming in close proximity to the gall bladder. Two clips were placed proximally on the cystic artery, which was then transected. The gallbladder was then removed from the gallbladder bed with electrocautery and removed from the abdomen with the help of an endopouch bag. The right upper quadrant was thoroughly irrigated and suctioned. The optical trocar site was closed with an endoclose and a #1 vicryl suture.¿ there was no mention of infection and no mention of device removal in the records. Operative records dated (B)(6)2008 state the patient underwent repair of a recurrent incisional hernia with mesh. The records state: ¿a midline supraumbilical incision was performed with a 10 blade scalpel extending from the umbilicus superiorly about 20cm in length. Dissection was carried down through a fairly thick subcutaneous fat identifying the hernia sac, which was separated down off of the surrounding subcutaneous tissues. This was dissected down circumferentially to the fascial margins. About 2cm of subcutaneous tissue was separated off the fascia circumferentially. The mesh inferiorly was noted and appeared to be intact . Dissection proceeded at the edge of the fascial margin entering the preperitoneal plane circumferentially as the hernia defect was imbricated back into the abdominal cavity.¿ the (B)(6)2008 operative report continues: ¿an 11 x 14cm bard composix mesh was then brought onto the field, soaked in antibiotic solution and placed within this preperitoneal space. It was secured circumferentially with an interrupted o prolene stitch . The wound was then closed in a layered fashion. There was no chance of reapproximating the fascia. The subcutaneous tissue was closed in a layered fashion using a running 2-0 vicryl suture followed by a running 3-0 vicryl suture and a running 4-0 vicryl subcuticular stitch. The wound was irrigated with antibiotic saline between each layer of closure. The sterile steri-strips and 4x4 gauze dressing was applied. It should be noted that prior to closure of the wound a 10mm jackson-pratt drain was placed within this defect, over the fascia, brought out through a separat e stab incision and secured to the skin with a 3-0 nylon stitch.¿ the records indicate a bard composix mesh (non-gore device) was implanted during the procedure. There was no mention of infection and no mention of gore device removal . Records between 2008 and 2017 were not provided. Operative records dated (B)(6)2017 state the patient underwent ¿wound exploration with the removal of infected mesh and primary hernia repair.¿ the records state: ¿after adequate injection of local subcutaneous anesthetic, a midline abdominal incision was performed near the umbilicus and inferiorly through the previous scar, and dissection was carried down through the subcutaneous tissues following a granulating sinus tract. This was carefully followed down lower and went straight through the fascia, exposing infected mesh. There was a significant amount of white purulent material. Specimen was obtained for gram stain, culture, sensitivities. This was all washed out with antibiotic irrigation. The fascia was then opened superiorly and inferiorly and appeared to be old cortex [sic] mesh .¿ the (B)(6)2017 records continue: ¿the mesh was free-floating, at least parts. It was separated off the fascia inferiorly bluntly, held in by multiple prolene sutures that were removed along with the specimen. It appeared like both meshes were sewn in. There were 2 separate pieces that were sewn in and then the mesh sewn together in the midline. Once the mesh was completely out, the wound was profusely irrigated with antibiotic saline, and all granulation tissue was cauterized. The fascia appeared to be thickened and very firm, and this was all closed with a running #1 pds suture. I did consider packing the wound open; however, I decided to go ahead and place a 10mm jackson-pratt drain in the wound, brought out through a separate stab incision inferiorly, and secured this with a 3-0 nylon stitch. The subcutaneous tissues were then closed with a running 3-0 vicryl stitch and skin staples. Sterile 4 x 4 gauze dressing was applied.¿ there are no records detailing the etiology of the infection. Additionally, there are no records describing the wound that resulted in infection. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.